Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect. Reportedly, the pump time was not adjusted for daylight savings. Customer adjusted the time to accurate. Customer's blood glucose level was 207-267 mg/dl.